Event description:
The user facility (hospital) reported that the "dermatome #2- 8767 wounded a patient during an operation." Requested additional information from the facility.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.